Manufacturer narrative:
The customer¿s experience with returned pca infusing faster than expected was not confirmed or replicated during the investigation. A review of the device logs did not identify the date and time of the reported infusion. However, the last programmed infusion was logged on (B)(6) 2018 at 11:52:11 am, showing a pca dose only infusion. No other logs were available involving alleged continuous and pca dose infusion, therefore the possibility of a programming error, leading to the customer¿s experience, could not be investigated. Additional attempts to retrieve the pcu logs were unsuccessful when reaching out to the customer for more information. The customer confirmed the logs were not available for this investigation. Test results in asm indicated the pca module passing all accuracy tests and binary switches. An additional successful functional test, consisting of 10 pca dose requests confirms the pca module is operating as intended, within specification. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode

Event description:
The customer stated that the pca infused faster than programmed while administering in both continuous and dose cord modes. There was no patient harm.